Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal sheath adhesive was peeling, missing and chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: <<include cause and conclusion>> should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, a piece of the cysto-nephro videoscope was broken and fell off at the tip. There was no patient involvement.